Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo, 90% stenosed lesion in the proximal left anterior descending artery (plad). Pre-dilatation was performed with a 1.5 x 12 mm balloon catheter at 12 and 14 atmospheres (atm) and then the xience prime 4.0 x 12 mm was deployed at the lesion site. Post deployment a distal edge dissection was observed and another xience prime 3.0 x 18 mm was deployed to treat it. There were no adverse patient sequelae or clinically significant delay in the procedure reported. No additional information was provided.